Event description:
During remote follow up, an event of post paced t-wave oversensing, fusion and automatic mode switch were observed on the device. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.